Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd microfine¿+ insulin syringes the scale markings were inconsistent. The following information was provided by the initial reporter: the customer has now noticed that the measurement she gets differs greatly, and feels the first marking on syringe differs from syringe to syringe making it impossible to decide and draw up correct dose.

Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the device history record was completed for batch# 1144016. All inspections were performed per the applicable operations qc specification. There were two (2) notifications noted that did not pertain to the complaint.

Event description:
It was reported while using bd microfine¿+ insulin syringes the scale markings were inconsistent. The following information was provided by the initial reporter: the customer has now noticed that the "measurement" she gets differs greatly, and feels the first marking on syringe differs from syringe to syringe making it impossible to decide and draw up correct dose.